Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 404 mg/dl. The customer treated herself using the insulin pump. The customer was offered to troubleshoot the insulin pump but she said that issue is the quickset, when she disconnect at her quick release site and drop came out slowly. The customer stated that she will change her set and call back when she is feeling better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.